Event description:
Neurological illness (disorder); neurological damage [nervous system disorder]. Couldn't walk right; off balance, now uses a wheelchair [gait disturbance]. Tingling fingertips then tingling started happening in toes [paresthesia]. Started getting weaker [asthenia]. High level of the mineral zinc in his body (blood zinc increased). Zinc toxicity [metal poisoning]. Copper deficiency [copper deficiency]. Hematological problems [blood disorder]. Case description: a consumer reported that they, an adult male, used fixodent denture adhesive, version unknown cream, unspecified total daily use on dentures he has worn for 20 years, and reported the following: neurological illness / body started failing / damage was done to his body, started getting tingling in fingertips and then tingling started happening in his toes, started getting weaker, couldn't walk right, was off balance, now uses a wheelchair and has been robbed of his independence; his doctors eventually tied his disorder to high levels of the mineral zinc in his body. The consumer has discontinued use of fixodent. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided. On (B)(4) 2011 received follow-up letter from attorney: an attorney reported that their (B)(6) client used fixodent from 1992 to 2009 and experienced the following: zinc toxicity, copper deficiency, hematological problems and/or neurological damage. No further information was provided.

Manufacturer narrative:
Lot number of product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.